Event description:
A malfunction alarm marked as "malf 12" was reported, and it did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance in resetting the pump and informed the customer to continue using the pump while advising them to call back if the malfunction recurred. The customer understood and acknowledged the instructions.